Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. It is reported that the strip code is not accurate. This user issue cannot be ruled out as a cause for the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results. The results are as follows: (B)(6) 2015 inratio = 7.2 and 2.4. The strip code was not set in the meter. The patient self tester's therapeutic range is: 2.0 - 3.0. Previous results were obtained from the distributor: (B)(6): inratio= 2.2, (B)(6): inratio= 2.1, (B)(6): inratio= 1.7.